Event description:
Patient reported that the vns makes her choke and is requesting to have the device explanted. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient was seen by their neurosurgeon who disabled their device instead of moving forward with explant surgery.